Event description:
It was reported that the pt has been scheduled for revision surgery due to high lead impedance found on diagnostics. Surgery has not occurred to date. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.